Event description:
It was reported that pump battery did not charge. There was no adverse impact to the customer¿s blood glucose level. Customer used a different charging cable which resolved the issue as pump began charging.